Manufacturer narrative:
The facilities biomed stated that the battery light was on, but he did not know how to use the battery back up. Technical support walked the biomed through the battery back up process and all of the bed functions worked. A hill-rom technician investigated and found the back-up battery light was illuminated when bed was unplugged and back-up battery functions operated correctly. The technician indicated that the back-up battery is becoming weak and is 3 years old, but it is still functional. The facility did not have a pm schedule for the beds. The facilities staff declined to release information regarding the incident.

Event description:
Alleged a patient coded in the bed during transport. The nurse said the power cord was caught in the casters and the battery back-up would not work.